Event description:
Ambulance personnel were treating a cardiac pt and when they connected the device to the pt and attempted to monitor through the quik-combo defibrillation adapter, the device allegedly displayed excessive artifact on the monitor screen. The reporter obtained a backup device and continued treatment. The pt was not resuscitated. The reporter stated that the device did not cause or contribute to the pt's outcome. The statement was based on the availability of a backup device and the paramedic's assessment of the pt's lack of viability.